Manufacturer narrative:
Initial 4 of 9. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced nine infusion sets bent cannula events on 12 feb 2026. The blood glucose level was high and the patient was treated with multiple daily injections. The patient replaced the infusion set and resumed insulin deliveries successfully.